Manufacturer narrative:
Device analysis and investigation is in-process. Supplemental follow up report. A root cause investigation was conducted for this event which included an internal lot record review. The results indicate that this lot was processed without incident, and the device conforms to the specifications. A root cause for the non-deployed stent could not be found and either it was not confirmed that there was a problem with the device, or it was confirmed that there was no problem with the device FDA code 67.

Event description:
The stent had a very difficult time deploying. The physician noted he had applied extreme pressure on the delivery system to get it to deploy. The stent jumped backwards once it did deploy covering a portion of the lesion. A second inspiremd stent needed to be deployed to cover the lesion.

Event description:
The stent had a very difficult time deploying. The physician noted he had applied extreme pressure on the delivery system to get it to deploy. The stent jumped backwards once it did deploy covering a portion of the lesion. A second inspiremd stent needed to be deployed to cover the lesion.

Manufacturer narrative:
Device analysis and investigation is in-process.